Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 2024137. Medical device expiration date: 31-dec-2026. Device manufacture date: 24-jan-2022. Medical device lot #: 2025238. Medical device expiration date: 31-dec-2026. Device manufacture date: 25-jan-2022. Medical device lot #: 2010821. Medical device expiration date: 31-dec-2026. Device manufacture date: 10-jan-2022. Investigation summary: no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch numbers 2024137, 2025238 and 2010821. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of these batches. During the history review, one lot from batch 2025238 was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 3 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the samples are for both, as there have been a series of multiple complains that we continue to consolidate weekly in our reporting. While our staff continue to use these affected lot#, we continue to the same issues.